Event description:
This lead was successfully repositioned after lead was showing high impedance greater than 2000 ohm and loss of capture. Set screw was loose. It was reconnected and testing shows stable lead function. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.